Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts "slider was stuck and flick occurred. Implant broken" during implantation of the right eye. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "slider was stuck and flick occurred. Implant broken" during implantation of the right eye. No eye injury noted.

Manufacturer narrative:
Additional, corrected, and/or changed data: d4, d9, h3, h6. Device analysis: the sample was evaluated. A visual evaluation of the xen injector was performed. No damage was observed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. The category/ subcategory of injector - blocked slider is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.